Manufacturer narrative:
Additional information was received: it was noted that the surgical valve was heavily calcified. The transcatheter valve was fully deployed and the gradient was elevated higher than the initial gradient. A post-implant balloon aortic valvuloplasty (bav) was performed twice. During the second post-implant bav, the valve dislodged toward the aorta. The gradient improved. The physician was concerned that a second transcatheter valve would not resolve the issue as it was suspected the existing surgical valve would not allow the transcatheter valve to expand. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into an existing bioprosthetic valve, the transcatheter valve was unable to be adequately positioned within the existing valve. The valve remained suspended in the ascending aorta. Subsequently, one day later, both valves were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the valve was not returned for analysis. The device history records for the valve was reviewed. The device met all manufacturing specifications for final product release and no issues were identified that would have impacted this event. Conclusion: it was reported that during implant, there was difficulty positioning the valve within the existing hancock surgical valve. Factors that could affect valve positioning include patient anatomy landmark visibility, patient calcification levels, compliance of the native anatomy, procedural complications, tension applied on the dcs during positioning, or physician technique. In this case, the reported heavily calcified surgical valve may have been a contributing factor in preventing the evolut r from being adequately positioned. The valve was fully deployed but the gradient was elevated higher than the initial gradient. The elevated gradient may be attributed to the valve-in-valve procedure which can decrease the effective orifice area (eoa) due to the size and thickness of the valve frame. Other non-valve related factors (e.g., lvot obstruction, patient pressures, lv dysfunction) could also affect patient gradient. The cause of the elevated gradient could not be determined based on the information provided. A post-implant balloon aortic valvuloplasty (bav) was performed twice. During the second post-implant bav, the valve dislodged toward the aorta. Potential factors that could influence a valve to dislodge include tension applied on the dcs during positioning, calcification levels in the native ve ssel, compliance of the aorta and native vessels, and a number of others. Valve dislodgement events are typically not related to a device malfunction. In this case, the valve dislodged during the bav process but without procedural imaging, the cause of the dislodgement cannot be confirmed. The gradient reportedly improved after the bav, but the physician was concerned that implanting a second transcatheter valve would not improve the gradient further as it was suspected the existing surgical valve would not allow the transcatheter valve to expand. Subsequently, both the hancock and evolut r valves were explanted and replaced. There was no indication of a potential manufacturing issue, device misuse or a quality deficiency. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The date the first medtronic employee was aware was initially, conservatively reported as the date of the procedure. Additional information was received indicating the aware date. The aware date was december 12, 2018. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.